Event description:
Customer reported that the instrument broke during surgery. As customer informed, the surgery has been completed with another instrument available on the spot. According to the customer, there were no adverse consequences to the patient (patient was not injured, the surgery time was not extended, no additional medicines were administered).

Manufacturer narrative:
Product has not been received for investigation. A detailed investigation cannot be performed without the product. This complaint cannot be confirmed but could have several possible root causes. There are several places that a break could occur with this product. First, a jaw break at the tip of the instrument. CAPA addresses this issue by redesigning the product so that the shear pin will break before the jaw. The first lot for this part number which implemented this change was 11027a. The lot in the complaint was shipped afer this lot and therefore had the redesigned shear pin. There have been no complaints on jaw breaks since the CAPA implementation so a jaw break in this complaint is unlikely. A break in the shear pin is the most likely break of this product. If a failure is to occur, the desired failure mode is a shear pin failure. This failure insures that the instrument stays intact if the product is being used outside of specifications and too much force is being applied. Finally, a break at along the shaft could occur. History and testing have showed that the only way a break like this could occur is under extreme bending moment force or a crack propagating from an instrument drop. Either of these cases is outside of the intended use. The probable root cause is user misuse/abuse.